Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the device implant procedure, the device (j712/294757) was connected to the chronic right ventricular (rv) lead. However, the rv lead came out of the connector block. A connector block issue was suspected; therefore, a new device (j172/294976) was attempted with the same result. As a result, the rv lead was surgically abandoned and replaced. The second device (j172/294976) remains implanted with a new rv lead. No adverse patient effects were reported.